Event description:
Reporter stated the patient was admitted to the intensive care unit of the hospital on (B)(6) 2014. He felt very sick, had hyperglycemia of 370 mg/dl, and tested positive for ketones. He was treated with insulin via perfusor, and it was reported the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and the results were within the product specifications. No malfunction of the device could be observed. The received adapter is contaminated. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned cartridge meets the specifications. One unused infusion set was visually inspected and tested for flow and tightness. The test results were within specifications.